Event description:
Event involved a single patient. Notes from independent sales rep at the site for this surgery: the lens was removed due to capsular instability (loose zonules); lens seemed to come out rapidly and cause the instability; may have been because of cartridge or injector; the lens exited the cartridge very quickly causing the tears in the zonules; lens was removed and vitrectomy performed; anterior chamber lens was implanted and incision sutured. Pt prognosis is guarded at this time. Lenstec cannot confirm the pre-existing condition(s) of this patient.

Manufacturer narrative:
Since receiving this complaint, lenstec has independently re-created the event in-house which lead to this type of event. In a second investigation (subsequent to the mechanical analysis which is the subject of the eval summary), lenstec has found that when the lens is allowed to sit outside of saline for longer than 2 minutes, it becomes brittle and 'expulses' itself out of the injection system much faster than when it is fully hydrated. The (B) (4) dfu (which was approved with the original PMA) indicates that the lens must be used within 2 minutes of removal from its saline bath. Lenstec has just created a video which shows its customers the impact of using dehydrated lenses vs properly hydrated lenses. This will be shown to doctors in the future to avoid such incidents, specifically the surgeon and staff associated with this report. Also, lenstec intends to increase the visibility of the precaution which states the iol must be used within 2 minutes of removal from its saline bath. Lenstec will embolden and underline this precaution so that it stands out to the user. Conclusion: lenstec can confirm that all procedures in the mfg and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design. Our investigations revealed that the lens carried slight scratches on one of the haptics; no other defects were noted. Lenstec was also able to conduct a successful injection test with the returned device and the results showed that the lens performed as expected. Additionally, lenstec has conducted extensive testing on the (B) (4) cartridge and the (B) (4) injector and the lens model in question; our results indicate that the lens and instruments used are compatible and meet international requirements (iso (B) (4)) for performance testing.